Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced a choroidal hemorrhage during a laser assisted cataract procedure. The customer indicated that the patient had poor dilation prior to the procedure, but capsulotomy was great and incisions opened perfectly. During the procedure the patients pupil began to reduce and iris hooks were used. However the choroids began to come forward during phacoemulsification. The nucleus was removed and the lens was implanted. The case was completed after closing the wound with two sutures.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: "this patient is an (B)(6) year old female patient. Surgery was performed on the right eye (od). The reported event was listed as "choroidal hemorrhage." The patient had poor dilation prior to the surgery, according to the clinical application specialist (cas). The capsulotomy was complete. The surgeon stated that "the patient's pupil began to reduce." Iris hooks were applied, as a result. The choroid began to come forward during phacoemulsification. A choroidal hemorrhage was observed. The surgeon was able to get the nucleus out and the intraocular lens implant (iol) was placed. The eye was closed with sutures. Additional, related, information was requested but was not obtained. Without the additional information from the customer, a root cause cannot be conclusively identified. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries and is believed to precipitate the development of suprachoroidal hemorrhage (sch). There are numerous times during cataract surgery (incidence=(B)(4)), glaucoma filtration surgery ((B)(4)), vitrectomy ((B)(4)), penetrating keratoplasty ((B)(4)), k-pro surgery, dsek, iofb removal and trauma repair when there is no infusion and the eye is at atmospheric pressure yet suprachoroidal hemorrhage (sch) rarely occurs. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. It is therefore for the most part a transient occurrence. Choroidal hemorrhage has been reported to be related to hypotony and iop fluctuation. In a study that looked at risk factors and outcomes in sch during ppv. Significant risk factors for the development of sch during ppv included; high myopia, history of retinal detachment (rd) surgery , rhegmatogenous rd, use of cryotherapy, scleral buckling at the time of ppv, external drainage of the sub-retinal fluid , and intraoperative systemic hypertension. Other intraoperative factors that can influence the likelihood of choroidal hemorrhage leading to detachment may include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe, or vitreous loss during surgery. Under normal conditions, intraocular pressure pushes choroidal blood into the vortex veins. However, when there is a sudden decrease in iop, the blood coming from the anterior and posterior ciliary arteries cannot pass through the veins, causing blood to accumulate in the suprachoroidal space. The physiologic 1 to 3 mmhg pressure difference between the suprachoroidal and intraocular areas usually keeps blood from accumulating in the suprachoroidal space. When the globe is open, however, the pressure difference between the 2 areas decreases sharply. This may cause the vessels to rupture, allowing blood to escape and allowing the choroid to separate from the scleral wall. Several risk factors such as elevated iop, glaucoma, low sclera rigidity, high myopia, generalized atherosclerosis, hypertension, peripheral vascular diseases, liver disease, age, and increased axial length have been identified as potential contributors." No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 12, 2014. Based on qa assessment, the product met specifications at the time of release. Without any additional, related information, the cause of the reported event remains inconclusive. (B)(4).